Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery pack and charger board. During this investigation it was noted that the column lift, intermittently, would not go down. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800md system will not boot up. There was no report of pt injury.